Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing set was accessed with an unspecified 10ml saline flush syringe. At that time, a leak was noted at the connection of the "y" connector and the distal tubing. An unspecified volume of blood loss was reported. The tubing set was replaced and therapy was initiated. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by the hospira personnel.